Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis, as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the investigation was unable to determine a conclusive cause for the thrombosis. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted at a2p2, reducing mr to a grade of 3. To further reduce mr, an additional clip (90918u195) was inserted. However, when the clip exited the end of the steerable guide catheter (sgc), an object appeared to be attached to the clip delivery system (cds), which the physician suspected to be thrombus. The activated clotting time (act) was checked and was noted to be 384. It was also noted that the act was above 400 throughout most of the procedure. The cds was removed without issues, and was inspected on the back table, but the physician was unable to find any evidence of thrombus or tissue attached to the cds. An additional clip was inserted and placed laterally of the implanted clip, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.